Manufacturer narrative:
During preventative maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4) failed functional testing due to user advisory (ua) 17 (motor on for too long during active operation) error message. The root cause for user advisory (ua) 17 was a defective drivetrain motor, likely attributed to the age of the device. The autopulse platform was manufactured in february 2009 and is more than 13 years old, past its expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause of the sticky clutch could be due to wear and tear of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. In addition, it was noted that the power distribution board (pdb) revision level was below 6 and needs to be updated, attributed to the age of the platform. The autopulse platform failed the initial functional testing due to the user advisory (ua)17 error message, however, the brake gap was verified to be within specification. The defective drivetrain motor was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
During preventative maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4)displayed user advisory (ua) 17 (max motor on-time exceeded during active operation). No patient involvement.